Event description:
Describe event, problem, or product use error: patient's prescription of aquoral oral spray would not spray properly; liquid dribbles downside of container instead of straight into patient's mouth.